Event description:
Following a diagnostic procedure, an angio-seal device was placed. Two weeks post procedure, the patient developed an obstruction. The patient was taken to surgery on 08/05/1997, where the anchor was found to have been surrounded by arterial plaque. The patient was discharged home without sequelae.